Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user called while in a press and hold state during a supply change and had delivered 0.4 units while connected; the agent guided a successful supply change and insulin delivery was resumed, with self-reported blood glucose rising from 193 mg/dl at the start to 203 mg/dl at the end after the user drank juice without announcing. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education on supply change and insulin delivery. Investigation of this case revealed no device alerts or alarms, successful resumption of therapy, and no device malfunction identified, with the event temporally associated with unannounced carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.